Event description:
On (B)(6) 2009, the patient reported that the up and down buttons on his insulin infusion device have been working intermittently. He stated, he noticed this while trying to deliver a bolus. He said, the buttons pop up when pressed and his device has not been dropped. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.